Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that when he was priming the tubing, he was unable to get any drops to come out. The patient stated he tried to prime again and the same thing happened. The patient stated that he decided to change the tubing and when he was changing the tubing he noticed that there was insulin spilled in the cartridge compartment. The patient stated that after changing the tubing he was able to prime tubing without any leaks. The patient believed that the insulin was leaking from the luer lock connection between the cartridge and tubing. There is no reported adverse event with this complaint. This report is made based on the allegation of the leaking cartridge issue.